Event description:
A report received from the USA stated that an 840 ventilator powered off and the ventilator's screen went blank while being used on a patient. There was no report of patient injury as a result of the event. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) cable. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).